Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was cracked on right plunger case. During syringe testing and syringe plunger sensor testing, the reported problem could not be duplicated. The root cause of the issue could not be determined, as the plunger board was found sitting flat and glued. Replaced plunger board as a preventive measure. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the alarm plunger was not in place. No patient injury was reported.